Event description:
Same case as MDR ID: 2134265-2015-01164. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in shunt in the severely calcified and moderately tortuous forearm vessel. A 5.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilation and was inflated twice at 20 atmospheres. However, on the third inflation at 20 atmospheres, the balloon ruptured. The device was completely removed from the patient. The device was exchanged with another 5.0 x 40, 75cm mustang¿ balloon catheter which was inflated for 30seconds and the balloon also ruptured. The physician completely removed the device from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was received for analysis. A visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. No issues were noted with the tip section of the device. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified. The pinhole was located at 2mm proximal to proximal edge of the distal markerband. A visual and tactile examination found no kinks or damage along the shaft of the device and distal markerband. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).